Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. This report will be updated when the lead revision is performed.

Manufacturer narrative:
Boston scientific received additional information. The entire system was explanted and was not replaced. The patient did not feel the device was improving his quality of life and therefore did not wish to have a new device and lead implanted. The clinician reported to the field representative that the lead was extracted with no complications. The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted that this right ventricular (rv) defibrillation lead was dislodged. The patient was not pacemaker dependent. An x-ray was performed, confirming the dislodgement. The patient was sent home pending a lead repositioning procedure, to be scheduled for a later date. No adverse patient effects were reported.